Event description:
This customer reported that on the 3rd synchronized shock, this device would not discharge via paddles. There was no impact to the involved patient.

Manufacturer narrative:
This customer reported that on the 3rd synchronized shock this device would not discharge via paddles. There was no impact to the involved patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.